Manufacturer narrative:
Date sent to the FDA: 11/01/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported, that the device inflated with air upon activation. The device was disconnected and exchanged. No adverse patient consequences were reported.